Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only pictures and the device history were provided by the user. The device history was analyzed. No abnormalities were found in the device history. The pictures wer analyzed. On the pictures it could be detected, that the space line was inserted in a twisted manner. The incorrect insertion of the line resulted in the reported flow rate deviation. Based on the provided information, the complaint is considered as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device is not available for an examination in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in denmark: "pump not working correctly - overinfusion" customer information: the patient received noradrenaline infusion to keep map 80. The patient's systole suddenly rises to> 260 (out of the blue) and it is checked for cracks at the a-cannula and whether the pressure set for the [?]-cannula works correctly. Everything seems to work as it should. In the meantime the blood pressure drops by itself and I go over on the patient's left side, where the patient's cvc is and where the infusion pumps are as well. A few minutes later first episode with sudden high systole, repeats this itself and I can see a little air bubbles move rapidly in the infusion tubing set. I have in the meanwhile called my anesthesiologist who now arrives in the ward and I tell her about my suspicion that it may be a pump failure and ask her to keep an eye on the drip chamber if any repeats, so we are two who see it and so that I can stop the pump immediately. In the meantime, I get asked a colleague to mix a new noradrenaline to me, so I can change the set and pump no matter what - just to rule out errors with it. Unfortunately, repeating an episode with systole> 260 itself again and we (anesthesia doctor and I) can see that the pump suddenly gives bolus infusion and I immediately stop the pump and set up a new infusion on a new pump. As I earlier, did the change of noradrenalin tube, I know that it was changed correctly, didn't make any turn of the tube, as I'm very aware of that. In between the time 15:15 and 15:30 bolus is given 3 times (by the pump) and here the patients systole goes >260 and gets severe headache during this. " -